Event description:
The rptr stated that the dermatome took an uneven graft from the pt's thigh. A second graft had to be taken from a different donor site. The dermatome worked intermittently and cut off during procedures. No add'l info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.